Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following insertion of the catheter into the left atrium. The guidewire was noted to be stuck in the catheter. The physician applied force, but still could not retract the guidewire out of the catheter. No issues were noted with the catheter or guidewire during prep. The catheter was replaced, and the procedure was completed successfully without patient complications. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. No damages were observed on the device. A stuck guidewire was returned inside the device. An attempt to withdraw the inserted guidewire was made and it was unsuccessful. The catheter was dissected to further inspect the guidewire lumen damage. Upon dissection it was noted that the guidewire lumen was heavily damaged just outside the inner hypotube. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following insertion of the catheter into the left atrium. The guidewire was noted to be stuck in the catheter. The physician applied force, but still could not retract the guidewire out of the catheter. No issues were noted with the catheter or guidewire during prep. The catheter was replaced, and the procedure was completed successfully without patient complications. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is expected to return for laboratory analysis.